Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to procedural conditions; the reported unchanged mr was likely a secondary effect of the slda, and therefore due to procedural conditions as well. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional cds is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 3. To further reduce the mr, a second cds (70405u133) was implanted reducing mr to 2-3. A third cds (70405u132) was advanced to the mitral valve, however the leaflets could not be grasped due to the anatomy. When retracting the cds, the clip became caught on the chordae and a chordal rupture was noted. Standard troubleshooting was performed and the clip was freed. During the grasping attempts with the third clip it was noted that the second clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr returned to 4. The third clip was not implanted and was removed. The procedure was discontinued. Mr remains at 4. The patient is stable. There is no additional treatment planned for the patient. No additional information was provided.